Manufacturer narrative:
It was reported that the patient had tibial loosening. Revision surgery occurred to correct the issue. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient had tibial loosening. Revision surgery occurred to correct the issue.